Event description:
A peritoneal dialysis pt has reported that dialysis solution is leaking out of the cassette and into the cycler. There is no known pt ill effect. There is no sample available for eval.

Manufacturer narrative:
The device was not returned to the MFR for physical eval, however, a paper investigation was conducted by the MFR. There were no deviations or nonconformance during the mfg process. In addition, the batch record review confirmed for labeling, material, and process controls were within spec.